Event description:
Patient reported, "device rupture. Feeling of pressure and stinging". Device remains implanted. This record relates to right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d3, g1, h6.

Event description:
Patient reported, right side device rupture. With feelings of pressure and "stinging". Patient, later reported, "mammography showed, that the device is not ruptured, but a capsular contracture, baker grade unknown is there. And a crease has formed, due to the contraction". The device remains implanted.